Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent anterior repair on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced incontinence, dyspareunia, urgency, voiding dysfunction, pain in her groin and vaginal. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/09/2022.